Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related conditions. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic partial gastrectomy procedure. The manual stapling handle was being used during the attempt to stamp the stomach. When using the stapler, there was a strong noise and the trigger stopped. It did not work. The stapler was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. In order to resolve the issue and complete the case, opened another manual stapling handle. No reinforcement material was used in conjunction with the stapling device. There was no patient harm. The patient outcome is alive, no injury.